Manufacturer narrative:
The pusher was returned for evaluation without the introducer or dispenser hoop. The implant was not attached to the pusher. Further investigation revealed the pusher was noted to be kinked at seven (7) different locations along its length, and the pet transition zone was bent in the middle region. The strain relief was noted to be burnt and folded. The device passed the four (4) way continuity test, and the resistance of the system was noted to be within specification. The attachment tether monofilament exhibited a mushroom shape, with a rebound length of 0.0130," and had an o.d of 0.008." The monofilament observations are indicative of a thermal detachment. Evaluation of the returned device confirmed thermal detachment of the implant coil; however, the reported event complaint details indicate the implant coil did not frame properly. Images were not provided to evaluate the reported complaint of framing difficulty. Based on the information available, the complaint investigation is inconclusive. The root cause could not be determined.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that the proximal end of the embolization coil did not frame in the aneurysm. After the coil was detached, approximately 1/3 of the coil was left in the posterior communicating vessel. A stent was used to affix the coil to the vessel wall. There was no reported patient injury. The patient's status is reported to be fine.